Event description:
Description from the customer report: "immediately after starting ecc there was a drip of blood noticed out of the gas outlet of the oxygenators. This blood loss was obtained during perfusion, total amount of blood loss estimated at few drips. No measured blood loss was described. Oxygenator was fully fine in terms of function (o2 delivery and co2 extraction). No hazard situation was reported and no delay in patient care". (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) has received the oxygenator for evaluation. The investigation is still pending. Results out of the investigation are not available yet. A supplemental medwatch will be submitted when additional info becomes available.